Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same patient as MDR ID# 2134265-2013-01284, 2134265-2013-01285. (B)(4). It was reported that during a percutaneous coronary intervention, a vessel dissection occurred. The 3.5x25mm. 80% stenosed target lesion was located proximal left anterior descending (lad) artery. The lesion was pre-dilated and two 3.5x12mm promus element stents were implanted in the proximal lad resulting in 0% residual stenosis. A unknown 3.5x18mm des was placed in the proximal lad and a unknown 3.0x13mm des stent was placed in the ramus. Following placement of the last 3.5x12mm promus element stent a dissection was noted in the ostial lad and through the ostium of the intermediate branch directly in the main stem and the outflow into the right circumflex (rcx). A wire was placed through the stent struts into the intermediate branch and balloon dilation was performed with good result. No further patient complications were reported.